Event description:
It was reported ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge, which is considered off label use. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.